Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that post-implant of a laparoscopic adjustable band, the patient went in for a fill and the band would not hold the fluid. A fill was performed under fluoroscopy and a hole was detected. The band was removed and replaced. The patient is discharged home.